Event description:
It was reported that the device 'fails accuracy 7.85%'. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(4). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date received by manufacturer: 10/9/2024. E1: initial reporter's facility: (B)(6). One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was not confirmed during functional or visual testing. No actions were taken to correct the reported problem. Device passed all tests.